Event description:
Revision of approved implant that was significantly damaged and had decreased in size since initial implantation. Damage to the implant, increased bony channel for the implant. FDA safety report ID # (B)(4).